Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor did not alarm. The monitor was connected to an x1 measurement module and a central station. When this x1 was swapped out for another x1, the replacement x1 did alarm correctly; therefore, indicating there was an issue with the x1 rather than the monitor it was connected to. Onsite engineers connected the x1 to a simulator and it does alarm correctly. The issue only appears to arise when unit is connected to a patient. The issue was reported to have occurred on (B)(6) 2019. No patient harm occurred, as the nursing staff was closely monitoring.